Event description:
It was reported that the ventilator was intermittently resetting with an audible alarm while on a patient. No patient harm reported. The ventilator came back on right away after the resets occurred.